Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the "tandem logo" on the touchscreen was not functioning as intended. Reportedly, when the button is pressed the pump displays the previous screen instead of the home screen. In addition, it was reported that the touchscreen was timing out sooner than the 120 seconds it was set to. During troubleshooting with tandem technical support the touchscreen was functioning as intended. Customer declined to provide their blood glucose level.